Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating. The surgeon converted to a 28 cup with active articulation large poly and the head with a djo 28millimeter cocr (cobalt chrome) head.